Manufacturer narrative:
Pc-(B)(4). Date sent to the FDA: (B)(4) 2018. The device history records were reviewed and the manufacturing criteria was met prior to the release of this lot.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: please provide the product code and lot number of the product involved. After phone call with customer, the code is (B)(4) and lot is lmm236. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. When did the bleeding occur? The source and triggering event of bleeding and the volume of blood loss? How the bleeding was treated? If a surgical intervention was needed, please provide details.

Event description:
It was reported that a patient underwent a surgical procedure on (B)(6) 2018 and suture was used. The suture is easy to break than previous one during sewing in adipose tissue. Changed new suture to complete the surgery. The hospital claimed that it will cause injury on tissue due to repeat sewing and much bleeding. Additional information was requested.